Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that there was a poor communication screen on the programmer and the patient was unable to communicate with the programmer. In addition, it was reported that the patient could not hold urine as good as before , "so the met saw the healthcare professional (hcp). " it was noted that the hcp reprogrammed the ins a week before the report but could not get the patient programmer to work. During the report, it was noted that the programmer batteries were just replaced. While troubleshooting, it was reported that the programmer powered on, only briefly and then would no longer power on. There were no further complications or anticipations reported with this event.